Event description:
Patient reports that cartridge will not properly load - it gets stuck somewhere in the middle and display screen will read blockage detected. Patient had tried re-booting the pump end but continues to have the same problem. Patient is currently using the 2nd pump without issue. This problem started 2 days ago and patient has been using her one working pump ever since. Reviewed that we would ship replacement ms3. Malfunction occurred when pump was not in use and no adverse medical event resulted from the malfunction.